Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. The target lesion was located in the coronary artery. Following placement of a 145, 5-in-6 guidezilla guide extension catheter, a 4.0 promus premier drug-eluting stent was advanced, but became stuck in the distal end of the guidezilla. It was noted that the guidezilla was tapered and the stent would not go forward or come back out. Both devices were pulled out, and it was noted that the stent was damaged. A predilation balloon was advanced and dilation was performed again. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.